Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the patient event of hospitalization for constipation and peritonitis and the liberty cycler or cycler set. There is a temporal relationship between the peritonitis and pd therapy with the cycler and cycler set. The causal event of the peritonitis is unknown. Constipation is a common gastrointestinal symptom in patients with renal failure and this patient has a history of constipation.

Event description:
A peritoneal dialysis (pd) nurse for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy contacted technical support for assistance and during the call the pd nurse stated the patient has medical issues (unspecified). Per the pd nurse, the patient had issues with bowel movements and peritonitis. Upon follow up the pd nurse stated the patient was hospitalized for peritonitis (signs and symptoms unknown) and constipation for which the patient has a history. The hospitalization dates were not provided. The patient¿s culture results were positive for peritonitis, however the organism is unknown. The patient was prescribed and treated with an unknown antibiotics. The patient continued to recover in the hospital as of (B)(6) 2018. Additional hospital course is unknown. It is unknown if pd therapy was continued in the hospital or if any fresenius products were utilized during hospitalization. Additional information was solicited but unavailable.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.